Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A ophthalmic technician reported primary incision was not completed after femtosecond laser portion of procedure, which was enlarged with diamond knife/blade. Technician indicated wound then had to be sutured and surgeon believes this occurred as a result of suction during the femtosecond laser procedure. Additional information has been requested.